Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was remain implanted. Section d6b: if explanted, give date: not applicable, as lens was remain implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded monofocal lens, the trailing haptic became stuck in the inserter. It was carefully maneuvered to ensure complete implantation. There were no patient injuries or medical interventions required. No further information is available.